Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid, clonidine, baclofen, and bupivacaine all at unknown doses and concentrations via an implantable infusion pump for non-malignant pain. It was reported that the patient was having issues with the pump. The patient reported that, "the pump delivered too much medication and their whole left side was paralyzed". The patient went to the ER on (B)(6) 2019. The patient also reported that in (B)(6) 2019 the pump was not giving him enough medication. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The doctor told the patient they would be replacing the pump, and that they were just waiting on the insurance to approve the operation. The patient reported that they had been hospitalized twice from this issue with the pump, and he wants someone to come check it. No further complications were anticipated/reported.